Manufacturer narrative:
Device evaluation summary: the reported issue that the system experienced several test failures for heparin assays was not verified during service. There was no error in the history log file. The service technician ran diagnostic 750 and heptrac 5 times without issues. The drop times and the temperature block were within range. Ultimately, the system ran a successful test and the case was able to move forward. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the field by a medtronic field service technician. The instrument was not returned to a medtronic facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a hms plus instrument, it was reported that in the system experienced several test failures for heparin assays. Specifically, the system gave no values, this issue occurred 3 times using multiple cartridges. Second occurrence, it was reported that when running a test on a cartridge, the error comes back as hpt test greater than 249 seconds. Theinstrument was used to complete the procedure. There was no adverse patient effect associated with this event. Additionally, medtronic service called customer and was informed that customer was receiving other abnormal results in regard to htc during the time the error populated. After the htc returned to what they determined to be a normal level they said the error went away. This is the first time customer have had this issue with this unit and decided to keep an eye on it and hold off service unless it recurs. Medtronic received additional information that it is undetermined if fail is against the hms plus unit or the multiple cartridges used. The 2nd occurrence occurred on the same day with the same patient. The reported issue failed 2 time but passed during the 3rd time.